Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h3,h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, for the events (1) air/water channel had white foreign material and (2) air/water cylinder had white foreign material. It could not be determined what the foreign material was. The foreign material may hot have been removed because reprocessing was not conducted properly due to leak at the distal sheath. And for event (3) stain inside the light guide lens, since adhesion location of the foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. The light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, it could not specify occurrence cause by confirming this event/analyzing the device. (1) air/water channel had white foreign material. (2) air/water cylinder had white foreign material. These events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. (3) stain inside the light guide lens. This event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a whitish foreign material inside of the air/water tube, air/water cylinder, and inside of the light guide lens. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.